Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to an unseated interconnection flex cable. The flex cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.